Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause is attributed to the user not following the reprocessing method provided in the instructions for use (IFU). H3 other text : device not returned.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, while onsite the ess performed a reprocessing in-service that including reprocessing the scope in accordance to the manufacturer¿s recommendation. The ess also, recommended that the facility¿s staff follow the reprocessing manual.

Event description:
The service center was informed during an onsite visit with an endoscopic support specialist (ess) the customer reported that during pre-cleaning the scope is not wiped down. The scope¿s auxiliary water channel is not flushed. Also, that hand held leak testers are used to leak test their scopes. In addition, the drain connectors of the facility¿s oer-pro automatic endoscope reprocessor (aer) are not disconnected. There was no patient involvement and no device positive culture reported.